Manufacturer narrative:
One cadd-prizm® vip system was received for investigation. A visual inspection revealed the device to be in good physical condition. A reveal of the event history log confirmed the occurrence of a high pressure alarm. Flow testing was performed and the pump failed the pressure test. Further inspection of the device found that the failure was due to a faulty occlusion sensor. The root cause for the faulty occlusion sensor is unknown.

Event description:
It was reported that a cadd-prizm® vip system had "occlusion too high". No injury was reported.